Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cable disconnected when the user moved the monitor. Once the cable was plugged back in, the user was unable to establish communication to the software. The user was able to manually enter the date for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.